Event description:
Adverse event(s): "no pt impact reported" (no known impact or consequence to pt). Product problem(s): "no suction with cassette" (suction issue). A surgeon reported a cassette was defective. The screen indicated the vacuum was working but there was no suction. Two handpieces were tested and suction could not be established. Add'l info was requested, however, to date no new info has been received.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Qa will monitor related complaints and will take action for further occurrences as necessary. (B)(4).